Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety attack. Concomitant products included prenatal vitamins and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("green discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, headache, fatigue and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding removal of essure-in previous follow up its mentioned that the patient underwent intervention and drug withdrawn was taken but in the present follow up it is stated as follows: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion impression; the tubes appear to be occluded successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety attack. Concomitant products included prenatal vitamins and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("green discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, headache, fatigue and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding removal of essure-in previous follow up its mentioned that the patient underwent intervention and drug withdrawn was taken but in the present follow up it is stated as follows: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion impression; the tubes appear to be occluded successfully. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs and medical record received. New reporters and reporter information added. Case medically confirmed. Plaintiff demography added. Product lot no. Received. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included prenatal vitamins and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("green discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, headache, fatigue and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding removal of essure-in previous follow up its mentioned that the patient underwent intervention and drug withdrawn was taken but in the present follow up it is stated as follows: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: patient demographic, essure insertion date (B)(6) 2008 and events (dysmenorrhea, green discharge, migraines / headaches, fatigue) were added. Product indication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: impression; the tubes appear to be occluded successfully. Concurrent conditions included depression and anxiety attack. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo), minerals nos;vitamins nos (prenatal vitamins) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("green discharge"), vulvovaginal mycotic infection ("yeast infection vaginal") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, headache, fatigue, vaginal discharge, vulvovaginal mycotic infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding removal of essure-in previous follow up its mentioned that the patient underwent intervention and drug withdrawn was taken but in the present follow up it is stated as follows: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: impression; the tubes appear to be occluded successfully quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Event: vulvovaginal mycotic infection, lower abdominal pain were added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.